Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4)

Event description:
Patient reported the following therapy condition: the pt would like his pump moved from the left side to the right side, the pt sleeps on his left side and it bothers him. The pt said that his dosage of bupivacaine is too high in his pump, he is feeling numbness in his arms. The pt fell last week and he broke his baby toe on his foot. The pt fell getting out of the shower. He said his arms were numb and it caused him to fall. The pt said that he was injured and is numb from the belly button down, the pt would like the pump moved to the left side because he has no feeling on the left side of his body. Drug: bupivacaine current prialt (ziconotide) old baclofen (unknown) old additional information reported they did not have concerns with their device or therapy.